Event description:
Patient reported the infusion device displayed an e8 power interrupt error while in the run mode. The infusion device was in his pocket, and he had not pressed any buttons. He was unable to clear the e8 power interrupt error by pressing the check button. He changed the battery and battery cover, but this did not resolve the issue. The infusion device was requested for evaluation. No physiological effects were reported, and he did not require treatment from a health care professional or second party to address the issue.

Manufacturer narrative:
This incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.